Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported catheter kinking at skin. Most recently the physician placed a femoral aline and "had significant issue with it so we ended up grabbing a kit from the or with the old white straight catheter". No patient harm was reported. The patient's condition is reported as fine. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported catheter kinking at skin. Most recently the physician placed a femoral aline and "had significant issue with it so we ended up grabbing a kit from the or with the old white straight catheter". No patient harm was reported. The patient's condition is reported as fine. Additional information was requested, but was not available at the time of this report.